Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming wand was "powering down" during use despite having a new battery. The vns wand has been requested for return.